Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer was stuck and lost the telemetry during a defibrillation threshold (dft) test when delivering a twenty-hertz burst to induce ventricular fibrillation (vf). However, the burst was continuing. It was noted that the abort button was activated, pressed, and then the burst ended. The first thirty joules of shock for induced vf was successful. It was noted that the left upper bullet was missing and right lower bullet was broken. The cooling fan was noisy. Errors were found in the software history, the software was reinstalled and updated to the newest version. Bezel had small damage but considered acceptable. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was stuck and lost the telemetry during a defibrillation threshold (dft) test when delivering a twenty-hertz burst to induce ventricular fibrillation (vf). However, the burst was continuing. It was noted that the abort button was activated, pressed, and then the burst ended. The first thirty joules of shock for induced vf was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.